Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The technician did not find any external damage. The pump event history found a motor rate error. During functional testing using occlusion and flow test the reported issue was unable to be duplicated. The root cause of the reported event is undetermined, could not duplicate during investigation. The technician replaced worm coupling and gear as a preventative measure. Performed all functional/delivery testing and passed.

Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.